Manufacturer narrative:
B3, d6a- date of event/implant estimated as 5/01/2014. The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
The objective of the article was to evaluate the predictors of longitudinal stent deformation (lsd) and its long-term clinical implication. Lsd has been reported previously as a potential complication of contemporary thin strut stents and was mostly reported in the promus element stent, but it has also been intermittently reported in other stent platforms including xience v/promus, and endeavor resolute, suggesting that there exist risk factors other than stent design for lsd. Left main or ostial lesion, bifurcation treatment with provisional side branch stenting or ballooning, additional downstream intervention of a distal lesion, intravascular ultrasound use, and adjunctive post-dilatation were independently associated with quantitative coronary angiography (qca-based lsd. Case 9 reports a 63 year old female patient who had a 3.0x15mm xience v implanted in the mid left anterior descending artery. Longitudinal stent deformation was noted post implant. No additional stenting was performed. The article concluded lsd is uncommon with contemporary drug-eluting stents, regardless of the type of stent platform. Lsd is mainly associated with procedural factors, especially with additional downstream procedures which require the passage of devices through the stent. Careful manipulation of poststent imaging or procedural devices is required to prevent lsd. Details are listed in the attached article, titled ¿predictors and long-term clinical outcome of longitudinal stent deformation insights from pooled analysis of korean multicenter drug-eluting stent cohort.¿ no additional information was provided. Date of event/implant estimated as 5/01/2014.